Manufacturer narrative:
(B)(4). Date sent: 9/14/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The instrument was received with the black coating of the blade damaged. The device was tested on a gen11. The device did activate during functional testing. No issues were noted during the cut test. No tissue pad detached as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes, it fell off from the clamp arm. It has been retrieved. No further information will be available.

Event description:
It was reported that, during a laparoscopic procedure on the colorectal cancer, the tissue pad fell off the clamp arm after the device was used for 30 minutes. The tip of the tissue pad peeled off and melted during the ima dissection. The surgeon commented that the tissue pad stuck to the adipose tissue when the device clamped the target tissue. The tissue pad was retrieved. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.